Event description:
The patient reported that, about four years ago, his first pump was implanted. Six months later, it was noted to have "leaked at his spine". A surgery was performed. The patient's outcome was not provided. The medication used within the system was unknown.

Manufacturer narrative:
Product ID: 8709sc lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: 2010 (B)(6), product type catheter. (B)(4).

Event description:
Additional information received reported the patient had problems with his first pump ¿leaking about 6 months after implant¿. The device system was used to deliver morphine. No further information was provided. Additional information has been requested regarding event details but was not available as of the date of this report. If additional information becomes available, a follow-up report will be submitted.

Event description:
Additional informationreported added that the patient did not have any concerns with his device or therapy.